Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased thresholds,loss of capture (loc) and undersensing. It was noted that post coronary artery bypass surgery the lead no longer paced or sensed appropriately and might have been damaged in the procedure. As a result the lead was surgically abandoned and successfully replaced.